Manufacturer narrative:
Block b3: exact date unknown, event occurred years prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2138500, model: sc-2138-50, serial: (B)(6), batch: a24997/a25829.

Event description:
It was reported that the implantable pulse generator (ipg) had migrated. The patient underwent a revision procedure wherein the ipg was moved and the leads were also moved due to an unknown reason. No further information could be obtained despite good faith efforts.